Event description:
Pt reported experiencing a low blood glucose reaction (pt passed out -- blood glucose was 19 mg/dl) for which they received medical treatment emergency medical technicians were contacted and pt was taken to hospital. Pt was treated with IV glucose.